Event description:
The reporter stated that she did back to back blood glucose tests with results of 30, 44 and 72 mg/dl. The tests were within two minutes. The reporter stated that she did not have any symptoms. Follow-up contacts with the reporter for further info have not been successful.